Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd plastipak¿ insulin syringe with needle was defective and released rubber into the fluid path of the syringe. Also, the scale markings are illegible. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: six unused samples of 1ml insulin and three pictures have been received from lot 1703023p. On visual inspection of the samples received, it can be observed that three of them are not correctly sealed because they have a paper union with adhesive tape from paper rollers. In the other three samples no damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger. On visual inspection of the three pictures received scale partially missing can be observed. DHR of lot 1703023p has been reviewed not finding any annotation or deviation regarding the releasing stoppers neither regarding plastic on unit package. A quality notification has been found regarding lack of marks/lines on the scale and 2.265 units were rejected. Mechanical team repaired the failure once detected and quality of product was checked before re-starting the manufacturing process. Investigation conclusion: a human error during change of paper rollers was the cause of the adhesive tape on the blister and that they were not correctly sealed. Operator missed cancelling the charge of product in blisters when the change of paper roller was done, and the union between both paper rollers was not correctly rejected. Regarding releasing stoppers, the six samples received were disassembled not observing any damage or molding defect in the plunger rod that could be related to the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.